Event description:
The patient contacted animas on (B)(6) 2013, by leaving a message for customer technical support (cts) alleging the loaner pump that is being used is believed to be malfunction and the patient believes the entire basal amount is not being delivered. There was no reported adverse event associated with this complaint. Cts made several attempts to contact the reporter in follow up of this complaint, but was unable to reach the reporter. This complaint is being reported because an allegation was made that the pump was not delivering insulin appropriate and could not be investigated or resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 08/23/2013device evaluation: review of the alarm history revealed no warnings or alarms related to the complaint. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was exercised for 24 hours with no issues. Investigation was not able to confirm or duplicate the complaint.